Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a nephrectomy procedure, the surgeon fired the device and about fifteen millimeters into it, the device locked. The surgeon was able to unlock the device but found that only about fifteen millimeters of the staple line was formed and it did not make any cuts. A powered 45 stapler was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.